Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler went blank during an unknown phase of treatment. It was reported that the cycler had powered down and the patient could not turn it back on. It was confirmed that a power outage had not occurred. The power cord was securely plugged in, and there were no issues with the outlet. The power switch was in the on position. The ok and stop keys did not light up or make any sounds when pressed. The issue reportedly started before the patient could complete their first treatment on the device. Ts advised the patient to discontinue use of the cycler, and they were issued a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had continuous ambulatory peritoneal dialysis (capd)/manual supplies, and that they were trained to perform manual pd therapy without the cycler. The patient stated they would perform manual pd therapy in the absence of a working cycler. Upon follow-up it was confirmed the patient was able to complete their treatment the following day without any problems. It was confirmed the event did not result in any patient injury or harm. The cycler was returned to the manufacturer for physical evaluation, and the replacement cycler was received by the patient. Upon evaluation of the returned cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area, and no indications of dried fluid within the cassette compartment. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The screen brightness check then passed. The cycler underwent and passed a system air leak test and a valve actuation test. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.